Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 431 mg/dl. The customer had symptoms such as nausea and treated with a shot. Customer did not contact their healthcare professional. Customer declined to troubleshoot for high readings. Troubleshooting was performed. The customer mentioned that he also had readings of over 600 mg/dl, which was treated with humalog. The product was not returned for analysis.